Event description:
The customer reported to philips healthcare that the battery of the heartstart xl was defective. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.